Event description:
It was reported that the health care professional (hcp) called technical services (ts) for a consult review of this pacemaker presenting electrogram (egm) due to concerns of noise on the right ventricular (rv) channel. It was noted that the rv lead is a non-(B)(6) rv lead. The hep noted the patient had reported experiencing shortness of breath (sob) and lethargy symptoms. Upon review, the presenting egm showed there to be crosstalk oversensing noise on the rv channel that is not being sensed by the device. Ts discussed programming optimization options with the hcp. No adverse patient effects were reported. The pacemaker and non-(B)(6) rv lead remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).